Event description:
Home patient (hp) reports disconnecting heater bag from heater line spike of homechoice set and replacing with new solution bag while troubleshooting an alarm situation during dwell 4/4 of apd treatment. A manual drain was then performed and the hp was advised to discontinue treatment at that time. No patient injury or medical intervention was reported as a result of incident.